Manufacturer narrative:
An attempt to reproduce the reported event processing system with current production version was conducted and confirmed the issue is not reproducible. This issue is not confirmed. The software adhered to the specified requirements and performed in accordance with the expectations specified in the retina software requirement and specification document version (B)(4). After conducting thorough investigation, it was found that for a brief period, in very rare, intermittent scenarios, data may have been written to or retrieved from an unintended redis index. This led to inconsistency where downstream systems encountered unexpected data or data type mismatches. In order to fix this, we needed to delete the malicious data created on unintended indices and through priming we created the respective correct data to the intended indices. We validated that no other clinic was impacted and our test clinic setting was fine. To assist with the resolution, provided the below feedback. We deleted the malicious data created on unintended indices and we refreshed the respective correct data to the intended indices. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer receives error when attempting to generate carelink report, carelink report is not displayed as expected, or possible issue with data in carelink report, i.e. Missing, inaccurate. The customer reported no adverse event. The event involved product(s) mmt-7350. Troubleshooting was performed, and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the application. Product return is not applicable for mmt-7350.